Manufacturer narrative:
The soft cannula was observed to be kinked. Although the soft cannula was kinked, fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The timing and cause of the kinked cannula is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. No hazard alarms were produced. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun did not produce any alarms. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. As treatment, a new pod was applied and a correction bolus was delivered.